Event description:
The patient was enrolled in the (B)(6) with an unknown lesion and had a 2.25 x 13mm cypher stent implanted. Approximately a year post index procedure the patient died. The cause of death was unknown.

Manufacturer narrative:
The complaint received states that approximately one year post index procedure, this (B)(4) study patient died. Despite multiple requests for information, to date there are no patient demographics, procedure details or lesion specifics available. The patient was enrolled in the (B)(4) study and had a 2.25 x 13mm cypher stent implanted. Approximately a year post index procedure, the patient died. The cause of death was unknown. The stent has been unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15160840 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No excursions were found for lot 15160840. No nonconformance records were issued for this lot. Pre-sterile lot 15160842 was reviewed. It was observed during review of this lot that (B)(4). No issues were noted that were considered potentially related to the reported complaint. Additional information was requested to the coating site for death. The investigation revealed that no nonconformances were issued during the coating process, and that no anomalies were found for the lot involved. Death is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the available information does not allow for an exact determination of causal factors.